Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter failed error occurred on for transmitter 8jw8w0. However, transmitter 8lpyuu was returned for evaluation. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause was determined to be reported allegation was not found. The reported event of transmitter failed error is reportable based on a fatal transmitter error was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.